Event description:
Per complaint (B)(4), when abutment screws was removed on #12 implant the #13 and #14 implants fell out. Patient experienced emotional with loss of two implants.

Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition. Corrected narrative verbiage.

Manufacturer narrative:
Exemption # e2012017. Report last due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), when abutment screws was removed on #12 implant the #13 and #14 implants fell out. Patient experienced emotional with loss of two implants.